Event description:
Pt underwent cataract surgery on 12/16/96, and implantation of a intraocular lens was attempted by the surgeon. However, the dr stated that after lens insertion he noticed that the posterior capsule was torn. The lens was removed and a vitrectomy was performed. Another lens style was implanted.